Event description:
Reason for check: chf exacerbation. Right atria ra lead exhibited frepuen intermittent atri.1i undersensing and an atrial unipolar lead impedance warning was noted on 13-0ct-2021. Atnal lead was manufactured by st. Jude case# : (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).